Manufacturer narrative:
Device consists of assembled components selected for pt size/need that are implanted to the ulna, radius and humerus bones of the elbow. Add'l cat #'s: dky008, dky048, dky053, dky069, dky077. Add'l lot #'s: 5921ab003, 6300ab005, 5897ab003, 9318af005, 0756ae008, and 2 components currently unk by catalog numbers: humeral spool c5915ab2, humeral screw s5295ab3.

Event description:
Report of revision surgery to correct post implant failure of a total elbow prosthesis. It was reported that: the ulnar cap screw had backed out and snap off the cap tab; the flange on the opposite side of the ulnar screw was snapped off the ulnar stem; and, the humeral screw was spinning loose in the humeral spool. It was clinically reported that no trauma has occurred to cause these failures. (B)(4).